Event description:
It was reported that the tapered screw vent implant failed to separate from impression coping. There was no report of patient injury or delay in procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: event-it was reported that the tapered screw vent implant failed to separate from impression coping. There was no report of patient injury or delay in procedure. Expiration date: 30 sep 2022. UDI: (B)(4). PMA/510k: (B)(6)2019. Follow up. Type of reportable event: malfunction. If follow-up, what type: additional information. Device evaluated by MFR: not returned to manufacturer. Device manufacture date: 14 sep 2017. Method, results, conclusion code. Manufacturer narrative the reported device was not returned for evaluation. The reported condition of an implant that failed to separate from the impression coping was not confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Based on DHR/complaint review the product was within specifications and conforming when it left zimmer biomet. A complaint history review was completed for the reported device lot for similar incident. No other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial reporter: clinician. The following information is unknown at the time of this report. The reported device is expected for investigation, but has not yet been received. Once the investigation is complete, a supplemental report will be submitted. Device expected for evaluation.

Event description:
It was reported that the tapered screw vent implant (B)(4) failed to separate from impression coping. There was no report of patient injury or delay in procedure.